Event description:
The customer reported that the companion 2 driver displayed an "emergency battery error" alarm while the pt was ambulating. The customer also reported that the batteries were "nearly fully charged" when the alarm occurred. The alarm did not resolve when the companion 2 driver was plugged into ac power. The pt was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.